Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the device would not achieve maximum rigidity. When the device was removed the doctor re-measured the patient. He determined that the patient's previous device was oversized. The doctor implanted a new ipp device that was the appropriate size for the patient. Intraoperatively the device achieved maximum rigidity. There were no patient complications as a result of this event and the patient's outcome was reported as "good."

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. This activation issues could affect the functionality of the pump, resulting in inflation issues. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. Cylinder 1 had a leak at corner of a fold attributed to wear at fold; a hole was present in cylinder body. Cylinder 1 was not functionally tested due to the leak that was identified. Cylinder 2 was functionally tested and performed within specification; no leak was found. Product analysis was unable to confirm the reported allegation related to oversize cylinder; however, product analysis concluded that the identified fluid loss in cylinder 1 and the failed pump activation test was the most probable cause of the reported events. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. D4: model number: 720185-01, lot number: 0176409007, model description: reservoir flat iz 100 ml.

Manufacturer narrative:
Model number: 720185-01, lot number: 0176409007, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the device would not achieve maximum rigidity. When the device was removed the doctor re-measured the patient. He determined that the patient's previous device was oversized. The doctor implanted a new ipp device that was the appropriate size for the patient. Intraoperatively the device achieved maximum rigidity. There were no patient complications as a result of this event and the patient's outcome was reported as "good."